Event description:
It was reported that during surgery the light source stopped for a few minutes and then restarts. Allegedly, the technician checked the unit and apparently, all the connections were correct.

Manufacturer narrative:
Additional information will be provided once investigation is completed.